Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leak at past 2nd o ring. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin flow block was resolved by complete set change. The reservoir will be returned for analysis.